Event description:
The black camino cable (camcable) from a different monitor (mfg. Report number 3006697299-2017-00122) failed to initialize the catheter with another cam02 monitor. Additional information received on 11aug2017: the product problem occurred during an in-service on (B)(6) 2017. There was no patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on september 21, 2017. Results: DHR review; unable to review DHR documentation due to serial number not provided. Complaints history; a 12-months' review of customer complaints was completed for the reported failure "cable failed to initialize catheter - cable to catheter connection failure". This review encompassed dates 21-sep-2016 to 21-sep-2017; a total of (B)(4) complaints were reviewed of which (B)(4) complaint contained the search criteria and are possibly related to the complaint incident; complaint incident is the 1st complaint for the reported failure that was not returned for evaluation. Conclusion: product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed.